Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). (B)(4). The subject device was implanted on an unknown date approximately one year prior to (B)(6) 2016. The subject device is not expected to be returned to the synthes manufacturer for evaluation and was reportedly returned to the patient. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture or sterilization of the product that would contribute to this complaint condition. No non-conformances were generated during the production or sterilization of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the 10mm cannulated tibial nail and unknown three screws were explanted on in conjunction with a left leg amputation on (B)(6) 2016. The patient had non-union and the distal end of the nail had broken postoperatively. It is unknown when the nail broke, and when the breakage and the non-union were discovered; however it was reported that the patient was walking with the broken nail for a year. The exact reason for the amputation was not reported but it was stated that the patient was non-compliant (walking with a broken nail when he was not supposed to), did not return to the hospital for check-ups or medical treatment, and has several serious health conditions. There was no report of infection. The devices were initially implanted on an unknown date approximately one year previous to this report date. There was no allegation of complaint against the three unknown screws. There was no reported surgical delay. The post-operative condition of the patient is not available for reporting. This report is 1 of 1 for (B)(4).